Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner did not properly scan medications. Although the green light illuminated when the button was pressed, the user badge was read as an invalid user. The user attempted troubleshooting by checking and securing the cables at the back and rebooting the machine; however, the monitor froze on a blue screen displaying the message, we are setting up windows. Do not power off the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner was not functioning properly, as badge scans returned an invalid user error. A technical support specialist (tss) confirmed that the device was online and accessible at the windows logon screen, and log review initially showed that the issue temporarily resolved after reboots but reoccurred later. Med application logs revealed that the barcode scanner intermittently added invalid prefix characters to scans, causing user ID and pocket scans to be read as invalid. The issue affected all scans during specific periods and was temporarily resolved after station reboots, with no abnormal events identified in med application, device flight, or windows event logs during the triggering windows. Given the absence of a software or system level cause and the intermittent nature of the issue, a hardware cause was suspected. A field service engineer (fse) replaced the barcode scanner, as it was identified as the likely source of the intermittent scan errors. After replacement, functional testing was performed by having the customer scan a badge, and scanning functionality was confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.